Manufacturer narrative:
Batch review performed on 20 december 2018. Lot 161262: (B)(4) items manufactured and released on 12 october 2016. Expiration date: 2021-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection, 14 days after primary surgery, and the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.